Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
Device 3 of 4: reference MFR report: 1627487-2016-05625, 1627487-2016-05626 & 1627487-2016-05628. It was reported the patient complained the right occipital (off-label) lead stopped working. A sjm representative met with the patient and an impedance check showed high impedances on all four lead contacts. The representative attempted to reprogram the scs system but was unable to resolve the issue. X-rays taken did not show any indication the lead had migrated. Follow-up identified the lead was removed and replaced with a new one. Impedances checked normal. The patient's system was programmed in recovery and adequate therapy was restored. It is undetermined which of the patient's four leads was involved in the event, all possible devices are being reported.